Manufacturer narrative:
The insulin pump alarmed button error. The act button did not respond due to flattened button dome switch. No unlock on lcd keypad connector noted. We were unable to perform self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and verify prime anomaly due to button keypad anomaly. The insulin pump passed idle current and run current test. The insulin pump had minor scratches on display window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a button error alarm. The customer reported that the insulin was squirting out during the manual prime process. The customer's blood glucose was 240 mg/dl at the time of incident. The customer's blood glucose was 234 mg/dl at the time of call. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.